Manufacturer narrative:
(B)(4). Concomitant medical products: item #00801803601, femoral head sterile product do not resterilize 12/14, lot#63102676; item #unknown, unknown cup, lot #unknown; item #unknown, unknown liner, lot #unknown; 00998201518 femoral stem - revision taper - nitrided cementless 15mm diameter 185 mm stem length, 63083776. Report source: foreign source is (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019 -01520.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, approximately (4) four years post primary implantation the patient underwent a revision due to stem loosening. It was stated that under sizing of the implant in primary surgery would have contributed to the loosening. Additional information was requested, however none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of of x-rays provided. Review of x-ray dated 2017, three femoral shaft cerclage wires as well as a cerclage wire affixing the greater and lesser trochanters were present. No fracture or dislocation was observed. Review of x-ray dated 16 mar 2019 identified interval development of lucency along the proximal femoral component and femoral component subsidence. There was no interval change in proximal femoral fixation hardware. Bone quality was determined to be osteopenic. Review of the device history record identified no deviations or anomalies that may have caused or contributed to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information at the time of this report.